Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the concerto coil was returned for analysis. The actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There is no evidence of any detachment attempts by mechanical or manual methods at these locations. The concerto pusher was found to be bent within the introducer sheath from the proximal end. The implant coil was still attached to the pushwire. The implant coil was found damaged within the introducer sheath. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿premature detachment¿ was not confirmed and the cause could not be determined. The implant coil was found still attached to the pushwire and the implant coil was not broken. There was no malfunction of the pusher/implant coil or non-conformance to specification that may have contributed to the customer report of premature detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of axium premature detachment during a procedure. The coil was reported to be "cut off". It is not known when during the procedure the coil separated from the pushwire. No detachment attempts were made. The coil was reportedly prepared and flushed as indicated in the IFU. The procedure type and vessel tortuosity was not known. There were reportedly no injuries to the patient.